Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 450 units. There was no impact to the customer's blood glucose level. Review of the pump data logbook showed that the initial fill estimates were accurate and then the insulin gauge dropped unexpectedly.